Manufacturer narrative:
The root cause of the event was found to be consistent with a contaminated reagent probe. The service maintenance actions performed by the field service engineer resolved the issue.

Event description:
There was an allegation of questionable elecsys anti-hav ii assay results for 11 patient samples on a cobas 8000 - cobas e 602 module. On (B)(6)2023, patient (B)(6)had an initial anti-hav result of 0.538 coi, interpreted as reactive. On (B)(6)2023, the sample was repeated and the repeat result was 1.26 coi, interpreted as non-reactive. On (B)(6)2023, patient(B)(6) had an initial anti-hav result of 0.534 coi, interpreted as reactive. On (B)(6)2023, the sample was repeated and the repeat result was 1.24 coi, interpreted as non-reactive. On (B)(6)2023, patient (B)(6) had an initial anti-hav result of 0.572 coi, interpreted as reactive. On (B)(6)2023, the sample was repeated and the repeat result was 1.26 coi, interpreted as non-reactive. On (B)(6)2023, patient (B)(6) had an initial anti-hav result of 0.562 coi, interpreted as reactive. On (B)(6)2023, the sample was repeated and the repeat result was 1.32 coi, interpreted as non-reactive. On (B)(6)2023, patient (B)(6)had an initial anti-hav result of 0.580 coi, interpreted as reactive. On (B)(6)2023, the sample was repeated and the repeat result was 1.29 coi, interpreted as non-reactive. On (B)(6)2023, patient (B)(6) had an initial anti-hav result of 0.534 coi, interpreted as reactive. On (B)(6)2023, the sample was repeated and the repeat result was 1.26 coi, interpreted as non-reactive. On (B)(6)2023, patient (B)(6) had an initial anti-hav result of 0.596 coi, interpreted as reactive. On (B)(6)2023, the sample was repeated and the repeat result was 1.26 coi, interpreted as non-reactive. On (B)(6)2023, patient (B)(6) had an initial anti-hav result of 0.559 coi, interpreted as reactive. On (B)(6)2023, the sample was repeated and the repeat result was 1.29 coi, interpreted as non-reactive. On (B)(6)2023, patient (B)(6) had an initial anti-hav result of 0.501 coi, interpreted as reactive. On(B)(6)2023, the sample was repeated and the repeat result was 1.24 coi, interpreted as non-reactive. On (B)(6)2023, patient (B)(6) had an initial anti-hav result of 0.594 coi, interpreted as reactive. On (B)(6)2023, the sample was repeated and the repeat result was 1.29 coi, interpreted as non-reactive. On (B)(6)2023, patient (B)(6)had an initial anti-hav result of 0.587 coi, interpreted as reactive. On (B)(6)2023, the sample was repeated and the repeat result was 1.24 coi, interpreted as non-reactive.

Manufacturer narrative:
The anti-hav reagent lot number is 69555600. The expiration date was not provided. The field service engineer (fse) changed the reagent probe, checked the water pressure and washing stations, performed periodic maintenance, and performed a system volume check and blank cell calibration. Calibration and qc were performed successfully. The investigation is ongoing.